Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was due to a malfunction or deficiency of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, weakness and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2025 presented with serratia marcescens in the culture and a wbc count greater than 20,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to intraabdominal sources from a preexisting and chronic medical condition. It was explained that the patient must take antibiotics regularly due to this unrelated condition that reduces immunity and increases susceptibility to infection. The patient was initially prescribed intraperitoneal meropenem (dosage and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was then removed due to the nature of infection as well as the patient¿s preference to transition to hemodialysis for renal replacement therapy. The patient was able to undergo hd therapy on a hospital provided device (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler with the liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain, weakness and cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The root cause of this patient¿s infection can be attributed to intraabdominal sources due to the patient¿s immunocompromised status as reported by a medical professional. Peritoneal infections are known to be caused by intraabdominal sources, particularly a transmigration of bowel flora. This is further evidenced by the presence of a microorganism that is part of the normal flora of human urinary, gastrointestinal, and respiratory tracts. Therefore, the liberty select cycler with the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
It was reported that this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was due to a malfunction or deficiency of any fresenius product(s) or device(s) in the initial reporting. Upon follow-up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2025 following abdominal pain, weakness and cloudy peritoneal effluent fluid noted at home. Peritoneal effluent fluid cultures and a white blood cell (wbc) count taken in the hospital on (B)(6) 2025 presented with serratia marcescens in the culture and a wbc count greater than 20,000/mm3 (exact count not reported). The patient was diagnosed with peritonitis due to intraabdominal sources from a preexisting and chronic medical condition. It was explained that the patient must take antibiotics regularly due to this unrelated condition that reduces immunity and increases susceptibility to infection. The patient was initially prescribed intraperitoneal meropenem (dosage and frequency not reported) to address the infection while hospitalized. The patient¿s pd catheter (not a fresenius product) was then removed due to the nature of infection as well as the patient¿s preference to transition to hemodialysis for renal replacement therapy. The patient was able to undergo hd therapy on a hospital provided device (unknown brand and model) for the duration of the admission. The patient is recovering from this event while awaiting discharge home. It was confirmed the patient¿s peritonitis and associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient will continue hd therapy on an in-center basis post-discharge with no plan to return to pd therapy.